Manufacturer narrative:
The reported event of the inability to send transmissions was confirmed. Based on the information provided, it was determined that the remote monitoring functionality may be disabled, resulting in the inability to perform transmissions. The logs indicated that normal advertising was disabled.

Event description:
During an in-clinic follow-up, the device was unable to communicate with the remote monitoring smartphone application. The device was able to be successfully interrogated via the merlin programmer, however, the device was unable to be paired to a new abbott provided smartphone. A bluetooth low energy (ble) telemetry anomaly of the device was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.